Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer questioned thyroid results for multiple patients tested for elecsys tsh assay (tsh), elecsys ft4 ii assay (ft4 ii) and elecsys ft3 iii (ft3 iii) on a cobas 8000 e 602 module over the past year. Data was provided for 5 patient samples. Based on the data provided, erroneous results were identified for all 5 patient samples when tested for tsh, ft4 ii and ft3 iii. Erroneous results were reported outside of the laboratory. The results were generated on various reagent lots of tsh, ft4 ii and ft3 iii. Refer to the attached data for patient results with corresponding reagent lot if known. This medwatch will cover ft3 iii. Refer to medwatch with (B)(6)for information on the ft4 ii erroneous results and medwatch with (B)(6) for information on the tsh erroneous results. Patient 2 was treated based on the initial results from (B)(6) 2016. It is not known what treatment was provided. This information was requested but has not been provided. No adverse event was reported due to this treatment. No other patients were treated based on the roche results. These patients were not adversely affected. The e602 module serial number (B)(4).

Manufacturer narrative:
It was clarified that patient 2 is female and was treated with 40 mg of carbimazole based on the results from (B)(6) 2016. This was later reduced to 30 mg. The customer does not know if an adverse event occurred due to this treatment. The customer stated patient 2 has a complicated medical history and other serious conditions. The customer did not provide the patient's "complicated medical history" or "other serious conditions." No adverse event has been reported for patient 2. The customer is not sure why the carbimazole dosage was later reduced. It may have been due to the apparent improvement in her thyroid function tests. Once the results from (B)(6) 2016 were received back from testing in an external laboratory, patient 2 was taken off the carbimazole and clinically remains with a normally functioning thyroid. It was clarified that the tsh result for patient 4 listed on date (B)(6) 2016 was actually on (B)(6) 2017.

Manufacturer narrative:
The customer stated the 40 mg of carbimazole dosage for patient 2 was decreased to 30 mg because the patient's alanine aminotransferase (alt) results started to rise.

Manufacturer narrative:
The customer performed additional tests on patients 2 and 3 on (B)(6) 2017. Patient 3 had additional erroneous tsh and ft4 results when compared to the abbott architect method. Samples from patients 1, 2, 3 and 5 were submitted for investigation. For all samples, the results generated at the customer site were reproduced during the investigation. For patient samples 1, 3, and 5 a streptavidin interference was confirmed. This most likely caused the high ft4 and ft3 results. The reagent used to perform the tests contains streptavidin. This specific interference is addressed in product labeling. The lower tsh results from the roche device compared to the tsh results generated from other manufacturers may also be caused by the same interference. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. For patient sample 2 an interfering factor was not identified. It should be taken into account that tsh, ft4 and ft3 assays from different manufacturers may generate different results. These differences relate to the antibodies used, the overall setup of the assays and the standardization methodology used.

Manufacturer narrative:
Medical assessment of the treatment for patient 2 states it is not likely that the decision to initiate treatment was made on a single laboratory analysis. No product problem was found.